Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-00388.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 10,658 joules and 2:34 minutes "fiber tip broke" and "firing straight forward" were noted. The fiber was exchanged and at "~279,000" joules and "~38 minutes" the same problem was noted. The second fiber was exchanged and the third fiber was used to complete the procedure. The tips of both fibers were not cleaned during the procedure. No harm to the patient reported. This report is for the second fiber.

Event description:
It was further reported that: tip detachment followed by forward firing was noted on both fibers. The fiber tips were retrieved using irrigation.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber tip detached " could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.